Manufacturer narrative:
Submit date: 07/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit over/under delivers.

Manufacturer narrative:
An investigation of kangaroo joey pump was performed for the reported condition of the unit over/under delivering. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.